Event description:
Information received by medtronic indicated that the customer reported drive count error boundaries exceeded after movement ( pump error 42). Troubleshooting was performed and was able to clear alarm and pump rewind. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with a missing battery cap contact. Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self -test. Unit passed the displacement accuracy test (dat) with 0.0873 inches. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. No alerts/alarms/anomalies noted during testing. Pump error 42 occurred on 04/14/2023 16:41:28.000 in history files. Pump was cut open to perform visual inspection and found moisture damage to the pcba 1, pcba 2 force sensor and motor home switch. Unable to test the motor outside of the device due to moisture damage to the motor assembly. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. Pump error 41 was confirmed due to moisture damage to motor assembly. Missing battery cap contact was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.